Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum y-type blood set generated a ¿filter crack". There was no patient harm reported. There is no additional information available at this time.